Event description:
It was reported that the customer's insulin pump alarmed motor error during manual prime. Troubleshooting was performed. Ran a displacement test and the device failed the test. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.